Event description:
A 3.5mm diameter by 12mm length s670 stent delivery system was inserted for treatment of a circumflex coronary artery stenosis. It was not possible to cross the lesion, therefore, the stent delivery system was pulled back from the coronary artery. Upon removal, the stent dislodged from the delivery balloon at the bifurcation of the circumflex coronary artery and the left main coronary artery. Attempts to remove the stent were unsuccessful. The pt was sent to the operating room for triple vessel bypass and removal of the stent. It was reported that the pt experienced chest pain upon arrival to surgery. There is no further info from the user facility despite repeated attempts to obtain info.